Event description:
Initial reporter indicated that the pt would be scheduled for a complete revision. Reported the pt had been in a motor vehicle accident and since that time was experiencing the feeling of erratic stimulation. The pt's vns was interrogated and found at their intended settings. Diagnostic testing on the vns was within normal limits. The pt since they had been in a mva was referred for prophylactic surgery to replace their products for pt comfort. On the form received with the explanted products from the hospital, it documented the pt had a lead break following a car accident as reason for product replacement. The explanted lead analysis was completed. The lead assembly was returned in three portions. A portion of the lead assembly including the electrodes and tie downs was not returned. Setscrew marks were observed on the connector pins. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pins, thereby ensuring a good electrical connection to the lead. What appeared to be remnants of dried body fluids were observed throughout the inside of the outer silicone tubing. An abraded opening was observed on the outer silicone tubing approx 131 mm from the end of the connector bifurcation. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.